Manufacturer narrative:
Product analysis conclusion: the reported stent graft infolding was confirmed on the films received. Although the exact cause could not be determined, it appears most likely that implanting the bifurcate within the thrombus-filled neck led to the infolding. The instructions for use for the endurant stent graft advise that the aortic section of the bifurcated stent graft should be oversized 10-20% in relation to the actual measured inner vessel diameter. This measurement should take into account thrombus and calcification present within the vessel, that has the capacity to decrease the inner vessel diameter. B5; additional information received: it was confirmed there is a not a complete occlusion of the stent graft and the patient has no lower extremity ischemia. No intervention is scheduled. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a 30 day follow-up computed tomography angiogram (cta) after an endovascular aortic repair, an infolding of the bifurcated endurant iis graft was observed. The infold extended from the proximal fabric through the graft bifurcation and was thrombosed throughout, although it did not appear to be causing a leak at that time. The patient had been treated for a 63mm aneurysm with the endovascular aortic repair . No issues were reported during the implant procedure or the post-implant angiogram on the day of the procedure. . The cause of the infolding was noted to be the extensive thrombus in the proximal neck at the time of implant. As there is no leak due to the presence of thrombus, no intervention is planned. No patient complications have been reported as a result of this event.